Event description:
It was reported that the ventilator was not delivering the expected volumes with an audible alarm while connected to a patient. The patient's chest rise was minimal, the sats dropped to the 70's, and the end tidal volume was in the 90's. The patient was removed from the ventilator and manually ventilated during the rest of the transport. No patient harm reported.